Event description:
It was reported that the patient had an infection at the implantable neurostimulator incision site. It was stated the all of the system was explanted. About two weeks later, it was reported that the patient had the symptom, spinal canal stenosis. It was confirmed that the patient had an infection through a physician diagnostic decision. No intervention was reported as the date of this information. It was stated that the patient was "being" recovered with no sequela. Additionally, hospitalization was reported as an outcome. Follow up information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (model # 37702, serial# (B)(4)) found no anomaly. Foreign material was found in ports. Analysis of the lead (model # 399930, serial # (B)(4)) found its body cut through and the product segmented. Functional test found no shorts between circuits. Analysis of the extension (model # 3708240, serial # (B)(4)) found no anomaly. Functional test found no shorts between circuits. Analysis of the boot (model # 3550-29) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 399930, serial# (B)(4), product type lead; product ID 3708240, serial# (B)(4), product type extension; product ID 3550-29, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.